Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The oxygen solenoid valve was under servo control. It was recommended that the customer replace the oxygen solenoid. The customer replaced the solenoid; however, the device continued to fail the oxygen accuracy testing. The customer was then advised to check the air delivery display with no flow. The flow read -14.7 lpm. The customer was then advised to replace the flow sensor assembly and provided revision j of the service manual. The customer replaced the flow sensors and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
It was reported that the device failed test 7 (oxygen accuracy) during performance verification testing. The oxygen concentrations measures 33% at 40% and 43% at 60% when in dynamic test configuration. There was no patient involvement.